Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
The contact reported the customer had been experiencing occlusion alarms for 2 days, (B)(6) through (B)(6) 2016. The customer would clear the alarm via the pump. The customer experienced elevated blood glucose levels above 600 and was hospitalized on (B)(6) 2016. Customer experienced diabetic ketoacidosis and was treated with an IV saline drip. It was determined through troubleshooting with tandem technical support, the occlusion occurred in the cannula of the infusion set. The customer was still in the hospital at the time of call. Multiple attempts were made to obtain additional information; however, additional information was not provided. Infusion set information was also not provided.